Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and a sling was used. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence and will require additional medical treatments.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced urinary problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 by dr. (B)(6). It was reported that patient underwent partial mesh removal on (B)(6) 2012 by dr. (B)(6). It was reported that the patient underwent concurrent cystoscopy procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00992. The same patient is represented in each medwatch.